Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion procedure, the targeted distal screw drilling and placing of the screw was very difficult. The surgeon was able to complete the procedure by using the same nail, but he had to move the instrumentation and complete the procedure partially free hand. The drill bit was hitting the nail and was not going through the hole in the nail. While, there was a 10 minute delay in completing the procedure, the procedure was successfully completed with no patient injury reported. The product has not been returned for investigation and no further information was provided. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Manufacturing evaluation: the product was received in an unopened package. The package seems to have been lightly smashed on the label end. Due to an unknown cause, parts did not align correctly. The screws appear to have never taken out of the package. The part passed inspection at the time of manufacturing. This complaint is invalid from a manufacturing position.(B)(4)

Manufacturer narrative:
According to the product development event evaluation a screw (part 458.934s) was received in a factory sealed box accompanied the aiming arm, protection sleeve, and insertion handle. The screw was observed in factory new pristine condition. (B)(4)

Manufacturer narrative:
The manufacturing records for lot#7447076 were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Previously reported in error, corrected lot#7447076. Previously reported in error, corrected exp date 07/31/2022. Previously reported in error, corrected mfg date 08/27/2013. (B)(4)